Manufacturer narrative:
Product ID 8709sc, lot# n175628013, implanted: 2008 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported patient had experienced flu like symptoms throughout body. The patient¿s status at the time of report was ¿alive-no injury.¿ it was reported that the pump was explanted and replaced on 2014 (B)(6).

Event description:
It was reported a motor stall had been confirmed in the event logs with no motor stall recovery recorded. It was noted the logs indicated the pump stalled on 2014 (B)(6) and a tube set alarm went off on 2014 (B)(6) and the pump had not recovered since then. It was reported the healthcare provider (hcp) had not talked about whether they will be replacing the pump yet. It was also reported the patient experienced withdrawal symptoms including chills, vomiting, diarrhea, sweating, increased pain, and nausea that improved with oral medications. The patient was receiving oral dilaudid 4 milligrams (mg) 5-6 times a day. The pump was being used to deliver prialt and dilaudid. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump motor found gear train anomaly and corrosion, wear, moisture and lubrication. Analysis of the pump motor also found stall due to shaft-bearing. Analysis of the catheter sutureless connector found coring, tears and cuts in seal. During analysis leaking was seen coming from the top of the connector during pressure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's status after the device was removed was "recovered without sequela." The log report from (B)(6) 2014 showed an empty reservoir alarm occurred and a low reservoir alarm had occurred.

Event description:
Additional information received reported it was unknown what caused the stall. The pump was unable to restart. A pump dye study was performed. It was noted that the patient was pending replacement and was on oral medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.